Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient medication time showing incorrectly. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order had been displayed at the wrong time. The technical support specialist remotely accessed the server, reviewed event reports, and found no immediate issues¿orders were correctly mapped, removed as scheduled, and frequency codes were properly configured. However, the issue reoccurred for the same patient, with the machine incorrectly showing a due time of 1800. An adverse drug event report confirmed the order timing was correct per configuration and logs. The only anomaly was a shared unmapped external order priority code. The tss advised the customer to re-enter orders after updating the mapping and provided the necessary code and user guide. As no further updates were received despite follow-ups, the case was closed. The system functioned as intended after testing. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient medication time showing incorrectly. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.